Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous mid left anterior descending artery (mlad). The lesion was pre-dilated with 2.5x8mm and 2.5x12mm unspecified balloons at 12 atmospheres. The 2.5x18mm xience xpedition stent delivery system was deployed; however, during removal a check shot revealed a dissection at the distal end. The dissection was covered by a 2.5x8mm unspecified drug eluting stent. Timi iii flow without any residual stenosis was noted. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.